Manufacturer narrative:
Other devices involved in this event: battery/bat320856; cat#1650; exp date: 03/31/2017; mfg. Date: 03/31/2016; UDI: (B)(4); product received: 01/05/2017. Battery/bat321011; cat#1650; exp date: 03/31/2017; mfg. Date: 03/31/2016; product received: 01/05/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the power sources toggled from one power port to the other on the patient's controller. This was associated with three of the patient's batteries when they were fully charged. The site reported that the event was not related to any controller alarms or pump stops and that the controller was not damaged. The batteries were exchanged with no reported patient injury.

Manufacturer narrative:
(B)(4). A report was received that the power sources toggled from one power port to the other on the patient's controller. The reported event of power switching could not be confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis revealed that the devices passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned devices with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.